Event description:
During a percutaneous transhepatic cholangiogram with biliary drain placement the surgeon placed the plastic stiffener in patient and upon removal the stiffener started to stretch and almost started to fray, thus the physician cut the tubing placed an amplatz wire over the tube and removed the stiffener. There was no patient harm.